Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8300 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: tech. Get error code 571.6240 on etco2 unit which is the sensor status is missing will need to replace the microstream disposable device is does not resolve issue next to replace is the etco2 board on the unit. Confirm part # for board with price without tax, and also price quote for repair services. Tech. Thank me for my assist. (B)(4).